Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the logfiles for the day of treatment showed no errors or any relevant warnings. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The logfiles showed successfully performed treatments. The review of the complete day showed no relevant error or warning messages. No relevant deviation between planned and performed energy was detectable for the treatments. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The right eye was reported to have been the affected eye. The patient is doing well. Symptoms are resolved with unremarkable healing process.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An eye care professional reported that flap was cut incorrectly which resulted in a thin flap. The flap was adjusted and prepared correctly. No patient impact was reported.